Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd¿ multi-use nestable sharps collector lids were discovered to be missing from 2 containers. The following information was provided by the initial reporter: customer reported receive 2 ea. Of the #305457 sharp containers with no lids.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received. Additional attempts to get more information were made, however customer confirmed there was no additional information available. The device history record review process to verify if there were issues reported like missing lids during the manufacturing process was not able to be performed since not lot number was provided. A review of the ncmr¿s was performed; the result showed that no missing lids issue was reported for the same part number throughout the last twelve months. Investigation: according with this investigation there is not enough information provided from customer such as pictures of the original packaging or a lot number in order to determine the root cause of this issue. The variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Additional information is required to discard issue was generated by distributor facility, since partial sells and controls to handle remaining material is unknown, therefore, the likelihood of sending boxes with incorrect quantity exist. In addition, the current manufacturing controls were reviewed, and confirmed the capability to detect this type of issue (missing lids). As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. However potential root cause will be: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non-controlled handling within distributor facilities. Conclusion. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as picture of the original packaging, method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The controls were verified within the manufacturing process and confirmed as capable to detect the reported failure mode (missing lids) and no issues were found during the manufacturing process of the lot number reported. If additional information that would help to determine the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. All the complaint information was captured for tracking and trending purposes. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd¿ multi-use nestable sharps collector lids were discovered to be missing from 2 containers. The following information was provided by the initial reporter: customer reported receive 2 ea. Of the #305457 sharp containers with no lids.